Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was not receiving insulin due to a bent cannula which led to high blood glucose level and diabetic ketoacidosis. The patient's blood glucose level was 900 mg/dl when she was admitted in the hospital. She stayed in the ICU for a week and was treated with manual injections. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.